Event description:
It was reported that prior an atrial fibrillation ablation a farawave was selected for use. During preparation, when the farawave infusion chamber was flushed with water, no water came out. Even when a pressurized saline bag was used for infusion, it failed. It was considered that the lumen was blocked. However, the problem remained unsolved. The farawave catheter was replaced, and the procedure was completed without patient complications. After comparison, it was confirmed that the gel-like substance at the infusion port was causing blockage.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.